Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. An ma limit file was generated and the system's max output was found to be well within the state limits. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9600+ reports a saturation error whenever a procedure is performed on a large pt. There was no adverse pt involvement reported. No detailed pt info provided.